Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) was returned from the field. Upon receipt, the device failed a manufacturing test for battery voltage. The device was forwarded to the laboratory for detailed analysis.